Manufacturer narrative:
Additional suspect medical device component involved in the event: model: sc-2316-70: serial: (B)(4); description: infinion 16. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had intermittent pain on the left side following the insertion of the lead during the trail procedure. Per the physician assessment, the led may have been lateral at the tip. The lead was explanted and discarded.